Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973691. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: any other noticeable damage: a no b; batch number, a k00v66 b k00; cartidge pan in place/condition, ab yes/good; condition of drivers, a good b rolled dri; lockout tabs on pan condition, a bent b good and position/condition of wedge sleds, a partially fired b. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good; is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not fire the left side of the cartridge" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Cartridge a had bent lockout tab on the pan which indicates that the instrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout on the cartridge became damaged. Cartridge b was returned with rolled drivers and with broken towers. No conclusion could be reached as to how this damage occurred. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should be loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the distal left side of the cartridge did not fire staples. The device was reloaded and again it misfired. An endo-gia was opened to complete the case. There was no consequence to the pt.